Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit flu a+b 30 test hospital veritor swabs arrived bad. The following information was provided by the initial reporter: the swabs for item 256041 were bad.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges that the swabs for item 256041 were bad when using kit flu a+b 30 test hospital veritor (material # 256041), batch number 1102301. Bd quality performs a systematic approach to investigate missing components complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Customer was informed that when box was first opened noticed the box was missing swabs. When needed to use on a patient went ahead and swabbed but when introduced to the liquid vial, the solution became ¿crystalized¿ and thick. Attempted to squeeze 3 drops on to the cartridge reader and not a single drop came out as it was all absorbed in gauze padding inside tube. Based on the available information understood that customer had used a wrong kit. The kit 256041 does not come with swabs. Customer had used control swabs in order to run patient samples resulted with error. The 256041 kit flu a+b 30 test hospital veritor was intended for liquid samples compared to 256045 - kit flu a+b 30 test physician veritor which is intended for samples on dry swabs. The 256041 kit is a non-clia waived, hospital grade kit. This product comes with lower extraction tubes and does not come with collection swabs since it is used in hospitals. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Quality did not receive returned samples and therefore, return sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Currently, there are no adverse trends identified for broken/damage complaints. Based on the available information this complaint cannot be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that kit flu a+b 30 test hospital veritor swabs arrived bad. The following information was provided by the initial reporter: the swabs for item 256041 were bad.